Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery drawer of the external pulse generator (epg) had external damage but was still operable, the atrial connector socket and the hanger were both broken. It was also determined at analysis that the keypad was delaminated. The encoder assembly and one knob were contaminated. Six plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery drawer of the external pulse generator (epg) had external damage yet was still operable. It was noted that the atrial connector socket and the hanger were both broken. The product has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.